Event description:
It was reported that there was a right acetabular liner revised due to dislocation. Mdm liner cemented back in.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Additional has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.